Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite texium pump infusion set was leaking. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that the texium connection point on the bd alaris pump infusion set with low sorb tubing was leaking during an infusion.

Event description:
No additional information provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 22603-b007t and lot# 25025392 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18feb2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.